Manufacturer narrative:
H3, h6 h10: one 7210425 accu-pass str shuttle 45 deg up used in treatment was returned for evaluation. The information provided states that ¿during the procedure using a accu-pass 45-degree, upbend, sterile when the needle was inserted into the meniscus, the monofilament would not come out¿. Visual assessment showed a cut monofilament. The instruction for use (IFU 1061583) was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality.¿ rolling the wheels forward and backward may initiate tangling or wrapping of the monofilament around the wheels. The roller wheels perform best with continuous movement in the same direction. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. The product family is under review. Occurrence rate of allegations are monitored via surveillance. In addition, a corrective action has been initiated to investigate this failure.

Event description:
It was reported that during the procedure using an accu-pass 45-degree, when the needle was inserted into the meniscus, the monofilament would not come out; therefore, it was not able to be used. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.